Event description:
I started suffering from joint pain almost immediately after beginning CPAP sleep therapy. For the last month, I have had transient joint pain in my ankles, knees, wrists, shoulders and fingers. Every day it is a new combination of severity and joints affected. It feels like there is a correlation between the number of hours of CPAP usage and severity. I have been a software engineer for more than 20 years, it seems strange that I would develop something that feels like a repetitive stress issue all of a sudden.